Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was 18 mmol/l at the time of the incident. During troubleshooting, the customer changed the infusion set and reservoir, but insulin continued to drip after letting go of the act button during prime. The customer indicated the drive support cap was normal and the insulin pump received a compromised force sensor alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with compromised forced sensor system error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime test due to faulty force sensor resistor (gold).